Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 649mg/dl, and her blood glucose was treated with an insulin drip. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the daily totals and found that the customer is suspending the insulin pump every day, and she is not getting her basal rates. No further information was provided.